Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No complications were reported and the patient was in good condition.